Event description:
The customer reported that over the months of november and december 1998 their clinic has observed the initiation of a fiber leak in twelve dialyzers during preprocessing, or during 1st reprocessing (after 1st use). No leakage occurred during a dialysis treatment, so there was no pt involvement. All leaks started while on the processing machine, no specific descriptive info was recorded, and the affected samples were discarded. All dialyzers were reported to be the same lot.